Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the product had a system failure warning during a procedure. A back-up device was used to finish the procedure. There was no medical intervention required. There was a 30 minute delay in the procedure.